Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/28/2016 to report that on (B)(6) 2016 patient had continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter. Sensor was inserted on (B)(6) 2016. At the time of contact, no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 to report that on (B)(6) 2016 patient had continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter. Sensor was inserted into the upper buttocks on (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
The device was returned for evaluation. An exterior visual inspection was performed and passed. A transmitter voltage test was performed and failed. No data was available for evaluation. The complaint confirmation of inaccurate cgm values could not be determined. The root cause could not be determined.